Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, the device was returned in a large red plastic bag. The trivantage tube was wrapped in a surgical tape when returned. The harness was detached from the tube (cut off, not returned). There were no traces of biological contamination, scratches or bubbles noted on the device. Under the magnification, there were no signs of any punctures on the cuff. Functionally, a syringe was used to inject 15cc of air into the cuff (cuff inflated/deflated with no issues found). The cuff was submerged under the water for leakage observation and found no leakage coming from the cuff. However, when pilot balloon was submerged under the water, leakage showed. The leakage was noted at the proximal end of the pilot balloon (right between the proximal end of pilot balloon and the valve). In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure there was leak in the cuff. Possible damage to cuff. A small leak was noticed during case afte r all the tube manipulation and airway had already been established post intubation. Tube was not repositioned. They extubated the first tube and replaced it with the second tube. Upon inspection they noticed a very small cut on the cuff. They did not save that first tube. They put a piece of tape over where the cut was on the second tube. They finished the case with that second tube. There was no patient injury.